Event description:
The patient had a sudden onset of recurrent vomiting, nausea and pain. One lead was likely fractured. The device was explanted and was replaced. There were no patient injuries and the patient recovered without sequela.

Manufacturer narrative:
(B) (4).